Event description:
A nurse reported that a system had low vacuum before a procedure. The procedure was canceled.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). Report mailed to FDA on 06/05/2014. (B)(4).